Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed (but the recurrence could not be denied). The receptacle unit was found to be faulty, which resulted in noises in the image. The following additional information was also provided based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The evaluation results of the device were as follows: 1. Image was intermittent (not visible) due to a faulty flat connector. 2. Noise appeared on the image (visible) due to the faulty receptacle unit. Based on the results of the investigation, the faulty receptacle unit could be considered the cause of the reported phenomenon, as this was confirmed during the device evaluation by the repair department. However, the reported phenomenon was not reproduced by the repair department. And the subject device was not returned to the factory for investigation, which is why a root cause was not conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera pro video system center, there was a flat connector failure that resulted in poor image contact. The issue occurred during reprocessing, the procedure was completed with the same set of equipment and there was no patient harm associated with the event.